Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2009, w4tr01 crt-p, implanted (B)(6) 2019, 6725 adaptor, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation. The left ventricular (lv) lead reprogramming was attempted, however, there was not a configuration appropriate for the patient. The lead was turned off. No further patient complications have been reported as a result of this event.